Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and did not generate tones during magnet application.